Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer discontinued pump use and declined to provide alternate method of insulin therapy. There was no adverse impact to customer's blood glucose. No additional information was provided.